Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer stated that the patient had (B)(6) prior to the device implant and had it controlled well based upon how they were eating. Now that the patient had the device implanted and they are able to eat more, they are running into problems of managing their blood sugar, due to their intake changing. They stated that, now, they are having to try to figure out what the right settings are for the device and how to adjust it to fit their needs (titrating). The problems they are running into are that there are no managing physicians in their area and they have to drive 4 hours to little rock in order to get the device adjusted. They had not found a managing physician, yet, and they were told there were none in their area. The consumer did not know the patient's weight at the time of the event.

Event description:
A consumer reported that a patient with an implantable neurostimulator indicated for gastric stimulation/gastrointestinal/pelvic floor, was getting nauseous and throwing up all of the time. They could not hold anything down. The consumer mentioned that the patient is a diabetic and when the device does not work, their diabetes goes completely out-of-wack to a point where they almost go into a diabetic coma. They thought the implant was not working for the patient like it was and needed to be set at a higher setting, and requested a listing of physicians. The consumer noted that the patient has flare ups. Since implant, the consumer stated that the patient has had some soreness and tenderness, and it took them a little time to recover. They confirmed that it did not take longer than expected to heal, but the patient is very skinny and weighs a little more than (B)(6) and it took a little time to heal. The consumer noted that the patient was hospitalized two other times and was in the ICU for 2 or 3 days and in the hospital a total of a week. They were on their way to the hospital on the day of the report. The patient had never had a physician manage their device. No further complications were reported/anticipated.